Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Event description:
Complainant alleged that the device's display was distorted and clinical information could not be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.